Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for high blood glucose alerts. Their blood glucose level during the incident was 200 mg/dl and 300 mg/dl at the time of the call and was treated with the pump. The customer reported that the high levels were due to a bent cannula. The device alarmed software error detected during self-test. The device did not pass troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Software error found in the device history due to software error. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures error noted during testing or listed in device history.